Manufacturer narrative:
The customer¿s report of bulge/balloon in the silicone segment was confirmed. No anomalies were observed on the set during visual inspection. Functional testing and pressure testing replicated the ballooning. The root cause for the reported bulge/balloon in the silicone segment could not be determined.

Event description:
The customer reported that the silicone segment ballooned after the infusion started. There was no report of patient harm.